Event description:
Pt underwent a radiological procedure on retracting the needles, one of the needles hit the black hub and bent back on itself. The needle was retained in the pt and had to be surgically removed.